Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing the lid. The following information was provided by the initial reporter: "the plastic flap that locks the container when it is full is missing.".

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was received. A review of the device history record (DHR) was performed and result showed there were no issues reported like missing component (missing door) during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing component issue for the same part number throughout the last twelve months. It was confirmed the issue could be related to the manufacturing process as the door is assembled manually. The root cause was determined to be related to an operator error and a misassembly of the lid.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing the lid. The following information was provided by the initial reporter: "the plastic flap that locks the container when it is full is missing."